Event description:
It was reported that during a prostate procedure, @ 12 minutes and 5 seconds and 10,517 joules of use , the physician noted that the fiber cap detached. It is unknown if the cap detached inside or outside of the patient, however, there was no report of the device remaining inside the patient or that cap retrieval was performed. The physician reverted to turp to complete the procedure. "No damages to the patient" reported.

Manufacturer narrative:
Correction: adverse event changed to product problem. Correction: type of reportable event changed from serious injury to malfunction. Product evaluation: failure analysis for fiber (B)(4): the glass cap and metal cap are detached; the fiber and glass cap are broken proximal to fusion zone near uv glue zone; the metal cap and glass cap were returned; the metal cap exhibits mild char; the glass cap does not show signs of devitrification; the outer flow tubing at the open end is damaged. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.

Event description:
Additional information provided indicates that a second fiber was used to complete the procedure rather than turp which was initially reported.